Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("the micro insert seemed to get caught in tissue") in a (B)(6) female patient who had essure (batch no. Csooxc (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 and amenorrhoea. She had no abnormal uterine findings prior to insertion. She had no complaints immediately after insertion. She was not breast-feeding at the time of insertion. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included fallopian tube stenosis and overweight. Concomitant products included analgesics. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, 1 day after insertion of essure, the patient experienced embedded device (seriousness criterion medically significant), fallopian tube spasm ("spasm while deploying"), device deployment issue ("micro insert wouldn't release from the catheter / detachment difficulty") and complication of device insertion ("complication of device insertion"). At the time of the report, the embedded device had resolved and the fallopian tube spasm, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue, embedded device and fallopian tube spasm with essure. The reporter commented: prior to insertion there were no abnormal uterine findings. The insertion was easy. The visualization of tubal os was easy. She had no fluid loss during hysteroscopy. She denied any complaints immediately after insertion. Plastic sheath remained attached to implant at the deployment and was manually removed. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Based on the technical assessment, neither sample nor valid lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record. The quality unit is unable to confirm any quality defect or device malfunction at this time. However, the quality unit cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because tubal spasms and detachment difficulty are anticipated events and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 7-sep-2017: perforation questionnaire received, event outcome added, medical history, concurrent condition, and negative history was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.